Event description:
The foot pedal for this unit operates intermittently; the monitor for the system goes blank when aspirating, the collection cassette kicks out when aspiration level reaches 210 mmhg and the unit shuts down at about 300 mmhg.